Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer malfunctioned. The programmer passed incoming testing. The programmer was returned for service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer malfunctioned several times. The programmer was returned for service. There was no patient involvement.